Event description:
It was reported that an edwards' mitral valve was explanted after an unknown implant duration. No additional information was provided such as reason for explant, model #, serial #, patient info, patient condition...etc. Multiple attempts to obtain additional information from the healthcare provider have been unsuccessful. The surgeon indicated, "I am not at liberty to disclose this information to a third party without patient's express approval".

Manufacturer narrative:
Evaluation: method = device not returned. Additional manufacturer narrative: device history record review could not be completed due to no device information was provided by the reporter. Multiple attempts to obtain additional information for this event were unsuccessful, as the healthcare provider declined to release it due to patient privacy regulations.